Event description:
It was reported that the patient had an overstimulation sensation while the stimulation was turned on. It was further reported the patient had been "electrocuted" when moving their body in certain positions.

Manufacturer narrative:
(B)(4).